Manufacturer narrative:
(B)(4). Since no imaging was performed between angioplasty and atherectomy, it is unclear whether there was a post-angioplasty issue that caused or contributed to the event. It is also unclear whether the csi device contributed to or caused the event. The physician's opinion was requested, but did he not provide one. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Lot number, specific cause of the patient's death, and additional case details were requested, but they have not been provided. If the information is provided, a supplemental report will be sent. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment. Prior to atherectomy, aggressive angioplasty was performed. Ejection fraction was not recorded after angioplasty; the physician moved on to atherectomy immediately. Thereafter, the patient deteriorated. Imaging did not indicate dissection or perforation of the vessel. The patient expired.